Manufacturer narrative:
The device was discarded by the facility; therefore, an analysis of the actual complaint device is not possible. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID# (B)(4). Discarded by facility.

Event description:
It was reported that during a coronary orbital atherectomy procedure, a perforation occurred while using a csi orbital atherectomy device (oad). There were two target lesions totalling 26mm in length and were located in the right coronary artery (rca). The physician used a 6fr introducer sheath and a prowater guide wire from a radial approach to access the lesions. A temporary pacemaker was inserted at the beginning of the procedure. The prowater guide wire was exchanged for a csi viperwire guide wire and the oad was loaded onto it. The physician performed six runs at low speed. Post-atherectomy angiography revealed a perforation in the mid-rca. The physician resolved the perforation via balloon angioplasty and stent deployment. The patient status remained stable throughout the procedure.